Event description:
Evaluation of logs revealed that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was confirmed in device's logs. According to received information in service report, reinstallation of the software solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Moreover, technical error code indicating an open safety valve was found in device's logs. There was no patient involvement. There have been no adverse events sustained as a result of the issue. Te10003 indicates ventilation stopped. Error in the internal memory detected. This technical alarm is common after a software installation. Restart the system and check that no technical alarms are activated. If error code 10003 remains, this indicates a hardware error. Reported error indicates that the safety valve is detected as open without fulfilled opening conditions. A safety valve open alarm shall be triggered when a low level of the signal safety valve closed is detected for more than 8 sec and before 10 sec. Recommended action in case of technical error occurrence is to check inspiratory channel or safety valve pull magnet or expiratory channel board. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to the software's temporary error. The UDI information is not available since the device was manufactured before 2015.